Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). . Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no other devices. There was contrast in the inflation lumen. The product mandrel and the protective tubing that is placed on the balloon in manufacturing were in their respective as-manufactured positions on the device. The hypotube shaft was completely separated 17cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities identified in the tip, balloon, inner and outer shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-dec-2015. It was reported that crossing difficulties was encountered. The patient presented with small vessel disease (svd). Vascular access was obtained via the femoral artery. The 90% stenosed, 16x2.5mm, concentric, de novo target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). Following the advancement of a non bsc guide wire, a non-bsc balloon catheter was advanced for pre-dilatation but failed to cross the lesion. Subsequently, a 1.20mm x 8mm emerge push balloon catheter was advanced but also failed to cross the lesion, despite several attempts. The device was removed and another non-bsc balloon catheter was successfully advanced and pre-dilated the lesion. A non-bsc stent was then deployed in the target lesion and the procedure was completed. No patient complications were reported and the patient's status was stable and is responding well to medication. However, returned device analysis revealed hypotube break.